Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge during use. No adverse pt impact was reported. The device was evaluated by a philips fse. The symptom was verified. The paddle set was replaced to resolve the issue.

Event description:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported.